Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found that the main water pressure was too high. He cleaned/flushed the sample probe, performed a hardware check, replaced the cuvette, and performed a gear pump check. He readjusted the water supply pump pressure and replaced the photometer lamp. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable uric acid results for 1 patient on a cobas c 303 analytical unit. The initial result was 58.3 umol/l. The result was questioned because it didn't match the patient's clinical history, and a second sample was obtained. The result from the second sample was 546 umol/l. The first sample was repeated, and the result was 547 umol/l.